Manufacturer narrative:
The technician found the ground pin was broken. The technician replaced the power cord plug to repair the bed.

Event description:
The technician found the bed has no electrical ground.